Event description:
It was reported that the patient was priming the pump and the pump continued to push insulin out of the tubing after the "ok" button was released. It was reported that at times the "down" arrow must be pushed more than once in order to elicit a response.

Manufacturer narrative:
The keypad buttons were found to be sticking. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.